Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not inflating the cylinders. The pump can be squeezed but fluid was not being transferred. A surgical procedure was performed to replace the tenacio pump for an ms pump. There were no patient complications.